Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 40 mg/dl and a blood glucose of 139 mg/dl. The customer removed the sensor and stated that the tip was bent at about a 15 degree angle; there was also dried blood under the tip. The sensor was not returned for analysis.